Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 267 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because insulin pump was delivering bolus and still had high blood glucose level. Customer was not using auto mode. Customer stated that there was no air bubbles and leak. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.